Event description:
It was reported that the patient saw an 8474 error code ¿yesterday (B)(6) 2014¿ on their personal therapy manager (ptm). It was noted that the patient had the ¿stomach flu¿ at the time of report. It was reported that the pump was used to infuse morphine. It was reported five days later that the patient had a change in therapy effect. It was noted that the patient¿s ¿bolus pump¿ had been giving the code 8474. It was reported that the patient clarified that the patient actually had food poisoning and not the stomach flu. It was noted that the patient had to go to their doctor for the food poisoning. It was reported the ¿thing shut off¿. It was noted that the patient was frustrated/upset and was ready to have the ¿thing¿ removed. It was reported that the patient was sick and vomiting. It was noted that the event logs confirmed on (B)(6) 2014 a reset occurred twice with a low battery and safe state. It was reported that the patient thought they saw the 8474 code a ¿week prior to last friday¿ and then monday (B)(6) 2014 the patient had vomiting and diarrhea/withdrawal symptoms began. It was noted that the patient had gone through withdrawals all ¿last week¿. It was later reported that the pump status was ¿implanted ¿ out of service¿. It was noted that the pump had moved into ¿safe state¿ on (B)(6) 2014. It was reported that the actions required included a planned explant. It was noted that the device would be explanted, no replacement will occur, not scheduled yet. It was reported that there were no diagnostic testing performed at the time of report. It was note that the product issue was not resolved. It was reported that the cause of the product issue was not determined. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient symptoms were withdrawal and return of symptoms. It was noted that the location of issue or symptom was an unknown location. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n186302014, implanted: (B)(6) 2009, product type catheter. (B)(4).